Event description:
An unk size aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the pt's vessels were reported to be severely tortuous. It was reported that due to the pt's angled iliac artery a meyer wire was exchanged for a stiffer lunderquist wire in order to straighten the artery. During insertion of the delivery system through the angled area of the iliac artery the device kinked and the aneurysm sac was ruptured. The pt's blood pressure dropped and pt expired. The physician stated he might have pushed a little too hard to insert the device.